Manufacturer narrative:
Upon initial inspection of the returned device it was noted that the stent was no longer on the balloon in its original crimped position and was not provided at all with the returned device. The complaint details did not indicate that the stent was missing or dislodged. The underlying balloon showed no sign of positive pressure as the returned device balloon was still in the folded position and the balloon did not appear to be inflated. The surface was evaluated to determine if the stent was crimped properly during manufacturing, when the stent is crimped on to the folded balloon the stent frame leaves impressions of the stent frame on the surface of the balloon. The impressions indicate if the stent was properly crimped on to the balloon. The crimped stent impressions were clearly visible indicating that the stent was properly crimped during manufacturing. To ensure the functionality of the returned device, the catheter was prepped per the instructions for use. The balloon was then inflated to nominal pressure (8 atm) as specified on the product label. The balloon opened perfectly and without leaks anywhere on the device. The pressure was then increased to the rated burst pressure of 12 atm as specified on the product label. The device was again able to maintain pressure without leaking. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing associated with the complaint. In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the information provided atrium can find no fault with the device in question. The balloon was able to open without issue. It is unclear as to why the stent was not returned with the catheter if it could not be deployed. Clinical evaluation: a stent may not deploy if the target is severely diseased, calcified or tortuous, or if the lesion has not been pre-dilated prior to advancing to the target. If a stent does not deploy properly in the target area it could cause occlusion resulting in but not limited to ischemia and tissue injury. A stent can become an obstruction by becoming dislodged while being advanced through a difficult area of disease and by being inaccurately sized. The instructions for use (IFU) state complications and adverse events can occur when using any endoluminal device. These include, but are not limited to, misplacement, migration, infection, occlusion, perforation or hemorrhage. The IFU also states incomplete deployment of the stent (i.e., stent not fully expanded) may cause procedural complications.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that during an intervention on a renal artery, the stent did not deploy as intended.